Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. Therefore, the issue is no product return. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced shaking and was treated with glucose gel by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced shaking and was treated with glucose gel by a healthcare professional. There was no report of death or permanent injury associated with this event.